Event description:
Additional information received confirmed the date of death was (B)(6) 12 and that the physician believed the cause of death was not related to the device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had passed away during the night while at home. The date of death was an estimated date since it was unclear when the event occurred. The cause of death was unknown. It was reported that there were no suspected events. The patient's last refill was reported on (B)(6) 2012. It was noted that there were no changes in many months as the baclofen had lowered patient's seizure threshold and the patient had been stable. It was also reported that even though death was sudden, it was "not actually expected." The patient was in a stimulation rehab program in (B)(6). The drug delivered in the pump was lioresal. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type: catheter.